Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
During a shoulder instability repair one suture would not tighten down. Three anchors were used to tighten fine, but one loosened up. Repeated attempts were made to tighten without success. The anchor was left in place as the other two anchors were holding down the tissue. No delay was reported and no pt injury or complications resulted.